Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and the reported event could not be duplicated. Omsc checked the device history record of the subject device, there was no irregularity found. There was no repair history of the deice. The exact cause of the reported phenomenon could not be conclusively determined based upon the investigation result. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device flickered. In addition, the possibility of the cable breakage was reported. There was no patient injury reported.